Event description:
It was reported that during an unspecified spinal procedure that ¿when trying to insert the rod into the patient, the inserter would not properly fit into the screw. (Surgeon) had trouble keeping the rod on the inserter as well. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. The above observations are consistent with anticipated wear of the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.